Manufacturer narrative:
A field service engineer was dispatched to customer site and confirmed the unit met specifications and was returned to service on 07/08/2016. The correct brand name is cyclesure bio indicator. The correct catalog number is 14324_97. The correct lot number is 07016034. The correct expiration date is 02/28/2017. (B)(4). Suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi result was negative. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra), lot trending, product return, functional analysis, concomitant product evaluation and retains analysis. DHR review and lot trending were not performed since there is clear and sufficient information to determine use-error. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." There were fourteen (14) bi received. Twelve (12) bis are new, unused with red ci discs, caps not depressed and intact media ampoules in uncrushed vials. One (1) used positive control bi with red ci disc, cap depressed and no media remains in the crushed vial. One suspect positive bi was received: yellow ci disc, cap depressed and yellow media in a crushed vial. The ci disc is gold with some discoloration, the cap is depressed, the vial is crushed, and there is yellow media in the vial with which to confirm the suspect positive result. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures observed on the plastic vial or tyvek® liner that would be consistent with false positive from external contamination. No manufacturing related anomalies observed. This bi confirms the suspected positive bi complaint. The discoloration on the ci disc is due to possible contamination on the ci disc from the user handling may lead to an incomplete color reaction. Twelve (12) RMA unused bis, two (2) of which were used as controls, were submitted for functional evaluation. Functional specification was met with 0+/10 bis. Additionally, no staining was observed on the ci discs. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Additionally, no staining was observed on the ci discs. The assignable cause is use error. A subsequent follow up for bi use found that the vent holes were blocked during sterrad processing. A customer letter will be sent to address the use error. The retains and unused RMA products met functional specification. An issue with the performance of sterrad® serial number 0033120448 is unlikely since the fse was dispatched to the site and confirmed that the unit was within specification. Additionally, the cycle passed and the ci disc changed color appropriately, and the subsequent bi was negative for growth. The cyclesure® retains and unused RMA met functional specification when used per IFU. The issue will continue to be tracked and trended.